Event description:
The pt underwent a percutaneous procedure followed by deployment of an angio-seal device to seal the arteriotomy site. Approximately one week later, the pt presented to the ER and was diagnosed with an acute occlusion of the femoral artery. The angio-seal device was reportedly placed through a gortex femoral graft. The pt underwent surgery to remove the angio-seal device and thrombolytics were administered. The pt's condition is unknown at this time. The name of the deploying physician and the pt information remain unknown. Anticoagulants were given at the time of the event.